Event description:
A prodisc-c implanted at c5-c6 was explanted, due to radicular arm pain and bone erosion. Device as reported as being placed off-midline.

Manufacturer narrative:
Information was not received during initial report. Additional information was requested, however, completed questionnaire did not include this information. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record is in the review process.